Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the attune spacer block post broke mid case when attaching a shim. The spring was found and thrown away. A new spacer block was used in its place. Minimal delay in the case. Pin jack was not grabbing universal sigma pins. Opened a new pan for the pin jack. Minimal delay in the case. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the attune pin puller had signs of repeated and normal use, however, no damage that could contribute to the reported event was found. Functional testing was conducted using a mating device laboratory samples (styrofoam block and attune pins). The assessment revealed that the attune pin puller was able to grab and retrieve the pins from the hard styrofoam. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the attune pin puller would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the pin jack was not grabbing universal sigma pins. It was reported that the user opened a new pan for the pin jack. There was minimal delay in the case reported.